Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each pkg-300-014 gw, long taper; returned coiled, loose without the dispenser assembly; double bagged within "zip-lock" style poly biohazard pouch. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented extensive kink/bend damage of varying severity and frequency at 51cm, 101.2cm, 294.6cm and 296.2 cm from the distal tip. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu): free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will prevent a wire from performing with accurate torque response. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or clinical factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed.the lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Patient information is unknown. If there is any further information received, a follow up medwatch report will be submitted.

Event description:
Event description: the thruway 014 wire was placed into the patient. The ivus was loaded onto the wire. As the ivus was turned on and working, part way through the ivus wrapped itself onto the wire as it was spinning and stopped working. The wire and ivus had to come out of the patient as a whole. The case was completed successfully without the need of another ivus catheter or thruway wire. What troubleshooting steps, if any, resolved the issue?: nothing, you could see on the flouro image that that ivus had wrapped up the wire and it needed to be removed. What is the next course of action?: took out the catheter and wire patient present at time of event?: yes patient complications: no patient complications.